Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt expired. There was no indication of the pt's cause of death. It was stated that the cause of death was unrelated to the implanted device. The medication being delivered via the device system was baclofen.